Manufacturer narrative:
The customer reported that their core unit blue spo2 probe is not producing any readings. This issue occurred with a patient that was fresh post op.. No harm or injury was reported. The cable was tested on other monitors and it works as intended.

Event description:
The customer reported that their core unit blue spo2 probe is not producing any readings.